Event description:
Customer reported the alarm has no power. The batteries have been replaced twice and the results are the same. The date when the issue was discovered in unk. No pt incident or injury was reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed the reported issue. Evaluation revealed that the unit did not power up when using the customer's returned batteries. The returned batteries were tested and confirmed working. The unit powers up when tested using new batteries. However, when the unit was retested, the batteries had to be moved in order to power up. Also, the voice and tone and tone led's remained lit solid and did not flash. There was no sound coming from the unit, when weight was taken off the sensor pad. The low battery indicator did not sound as it normally does. There was observed physical damage to the unit. MFR reference file #(B)(4).